Event description:
It was initially reported that when the patient was turned on for the first time two weeks following implant, she had a "bad seizures that lasted about 4-5 hours." The patient's family then requested that the device be disabled at that time. The physician recommended a decrease in settings (frequency 500 to 250us and pulsewidth 30 to 20hz). The patient was said to be doing fine after the change. Approximately two weeks after change in settings, the patient's settings were increased (output current to 0.50ma, frequency to 30hz, and pulsewidth to 500us), of which the patient is doing fine in regards to her seizure activity.